Event description:
It was reported that the atrial lead exhibited noise which caused inappropriate mode switching. High lead impedance was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(4) 2014 notes: it was reported that the lead exhibited a loss of sensing and loss of capture. The lead was explanted and replaced on (B)(6) 2014.